Event description:
It was reported that the ilet user ran out of cannula/infusion sets without reverting to backup insulin delivery, resulting in hyperglycemia with a highest blood glucose of 380 mg/dl and no alarms or alerts reported. Symptoms included hyperglycemia. Outcomes included temporary hyperglycemia without hospitalization. Investigation included call center triage, user education on reverting to multiple daily injections, and coordination of emergency infusion set shipment. Investigation of this case revealed use error related to supply depletion and failure to transition to an alternate therapy, with device performance otherwise unremarkable and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use environment, including lack of supplies and delayed transition to backup therapy.